Manufacturer narrative:
A first follow up medwatch has been submitted on 01 jun 2017. The technical investigation has been reviewed in order to update the root cause. Following the investigation, the root cause is link to a design bug. The previous investigation result was linked to a field action reported to FDA under reference 3009185973-4/26/17-002-c. The new investigation result is not anymore associated to field action.

Manufacturer narrative:
The device has been inspected for investigation purpose. The log files analysis confirmed that a software bug caused the reported issue.

Event description:
During the surgery, an automatic shutdown occurred during guidance stage for unknown reason. During axial movement, error message "a difference in the expected and the actual robot position has been detected. The device will shut down" appeared.